Event description:
The reporter stated the haptic of a competitor's lens was torn by an msi-pm injector, while being inserted. Another same type lens was implanted. Sutures were required to close the incision.

Manufacturer narrative:
Results - an injector lot number search was performed and eight similar complaints were found.